Event description:
It was reported that during an unknown procedure, the device only deployed staples on one side of the staple line. It was not reported how the procedure was completed. There was no patient consequence.